Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented for a routine device change-out procedure. It was noted that a setscrew was loose and was suspected to have not been tightened. The device was successfully explanted and replaced.

Manufacturer narrative:
Final analysis found foreign material in the hex insets which prevented the setscrew from being tightened.